Manufacturer narrative:
(B)(4). (B)(4). Information is unavailable; device was not returned for evaluation. Ees medical director spoke with the surgeon. No additional information specific to the reported event was provided. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances.

Event description:
It was reported that a gastric bypass procedure was performed. The patient developed post-operative hemorrhage 12 hours after the case and died from bleeding. The device was discarded.